Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Elevated intraocular pressure is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A patient underwent uncomplicated combined cataract surgery with hydrus microstent implantation on (B)(6) 2021. At 1-week follow-up, the intraocular pressure (iop) measured 52 mmhg; 2 iop-lowering topical medications were prescribed in addition to diamox. On (B)(6) 2021, the iop was 36 mmhg and an additional iop lowering topical medication was added to the regimen. The cause of the elevated iop is unknown to the surgeon.